Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence, abdominal and pelvic pain. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence, abdominal and pelvic pain. All other information is unknown and unavailable.